Event description:
It was reported that the motor device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm) and was powerbroken. Therefore, the reported condition was confirmed. It was determined that the low rpms were caused by worn spindle/cylinder/vanes. It was determined that the unit was powerbroken due to failure to follow directions for use by running the device in the safe or load position. The assignable root cause was determined to be due to user error, abuse, and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.